Event description:
During a ptca procedure involving a calcified and 99% stenotic lesion, the viva balloon ruptured at 12 atm's. (The number of inflations performed with this product is unknown.) The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unknown. The procedure was succesfully completed with another catheter. No patient injuries of complications were reported.